Event description:
The customer reported that while running a hepatitis surface antigen assay, ortho summit processor, generated negative results for well position e10 on plate bh0558 and well position f10 on plate bh0549 even though the tech observed color in those wells that he felt should have caused the results to be positive. A field service engineer was dispatched. Fse inspected instrument and ran verification tests. No death or serious injury was associated with this event. This report corresponds to ortho clinical diagnostics complaint number 00304187. This report is beyond the 30-day reporting requirement. During a retrospective review of complaint this file was determined to be MDR reportable.